Event description:
It was reported that the device could not be interrogated and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported loss of communication was confirmed due to a low battery voltage. No communication could be established with the device. With an external power supply connected, communication with the device was successfully established. The device tested normal and all specifications were met. Due to the lack of information an accurate longevity calculation could not be performed. The cause of the low battery voltage could not be determined.